Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
User facility medwatch report mw5184762 received that states" my mother was part of the amplatzer amulet study in 2016. She still had the device when she perished. My mother was admitted to (B)(6) hospital, on (B)(6) 2025, for increased cardiac enzymes with no signs of a heart attack. After a cardiac ultrasound a pedunculated atrial myxoma was discovered in her heart. After giving her blood thinners, she developed a major clot in her left arm and a major clot in her right leg and clots elsewhere in her body. She was placed on comfort care and perished 5 days later." Procedure description: it was reported that on an unknown date, an unknown amplatzer amulet device was implanted using an unknown delivery system as part of a clinical study in which the patient participated in 2016. The patient continued to have the device implanted thereafter. On 03 november 2025, the patient was admitted to (B)(6) hospital for evaluation of elevated cardiac enzymes without evidence of myocardial infarction. A cardiac ultrasound performed during this admission identified a pedunculated atrial myxoma. Following administration of anticoagulant therapy, the patient developed a major thrombus(clot) in the left upper extremity, a major thrombus(clot) in the right lower extremity, and additional thrombi(clot) in other locations. The patient was subsequently transitioned to comfort care and expired five days later.

Event description:
User facility medwatch report mw5184762 received that states" my mother was part of the amplatzer amulet study in 2016. She still had the device when she perished. My mother was admitted to (B)(6) hospital, on (B)(6) 2025, for increased cardiac enzymes with no signs of a heart attack. After a cardiac ultrasound a pedunculated atrial myxoma was discovered in her heart. After giving her blood thinners, she developed a major clot in her left arm and a major clot in her right leg and clots elsewhere in her body. She was placed on comfort care and perished 5 days later." Procedure description: it was reported that on an unknown date, an unknown amplatzer amulet device was implanted using an unknown delivery system as part of a clinical study in which the patient participated in 2016. The patient continued to have the device implanted thereafter. On (B)(6) 2025, the patient was admitted to (B)(6) hospital for evaluation of elevated cardiac enzymes without evidence of myocardial infarction. A cardiac ultrasound performed during this admission identified a pedunculated atrial myxoma. Following administration of anticoagulant therapy, the patient developed a major thrombus (clot) in the left upper extremity, a major thrombus (clot) in the right lower extremity, and additional thrombi (clot) in other locations. The patient was subsequently transitioned to comfort care and expired five days later.

Manufacturer narrative:
An event of patient death approximately 9 years after implant was reported. It was indicated that the following administration of anticoagulant therapy, the patient developed a major thrombus (clot) in the left upper extremity, a major thrombus (clot) in the right lower extremity, and additional thrombi (clot) in other location. A more comprehensive assessment could not be performed as no other information was provided. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the root cause of the reported incident could not be conclusively determined. Additionally, a review was performed by abbott medical reviewer: no imaging was provided, and the available information is limited. Due to these limitations, a comprehensive medical review cannot be performed. Based on the information provided, there is no apparent correlation between the myxoma and the amulet device. Attachment: medwatch form mw5184762.